Manufacturer narrative:
If implanted, give date: not applicable, as the product was not implanted. If explanted, give date: not applicable, as the product was not implanted; therefore, not explanted. An attempt was made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol), 19.0 diopter, had a defective haptic. The haptic looked unusual while still in the package. There was no patient contact. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 10/25/2018. Device returned to manufacturer: yes. Device evaluation: the zcb00 lens was received inside the original box. The lens was observed in good condition. There were no damages observed on the lens. The reported issue was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.